Event description:
Physician reported uterine perforation.

Manufacturer narrative:
User error resulted in a breach in the integrity of the uterine wall potentially inflicted by uterine sound, cervical dilator or device. Novasure system identified the perforation and prevented user from conducting the ablation, therefore avoiding complication. No additional surgical intervention and/or extended hospital stay required. Device performed as intended.